Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a dog underwent a cesarean procedure in (B)(6) 2018 and suture was used to close the uterus, abdominal wall and sub-cutaneous tissue. Throughout the recovery time the owner had felt like she could feel the sutures under the dog¿s skin. Upon follow-up at the vet 11 months after surgery, the surgeon could feel very superficially only the caudal-most knot and a loop in the middle of the incision. No additional information was provided.

Manufacturer narrative:
Product complaint # ==>(B)(4)date sent to the FDA: 7/01/2021 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 additional information received: I wonder whether you can help me- we had sent you an email in (B)(6) 2019 with a query regarding the rate at which pds breaks down. The complaint acknowledgement number was pc-000372820 the dog had had a caesarean in (B)(6) 18 and 4/0 pds had been used in the subcutaneous layer and 4/0 monocryl in the intradermal layer. There is still suture material present just under the skin visible in 3 sites along the wound now (over 3 years later. It is not causing any reaction or pain when touched. Obviously, I understand pds can take up to a year to break down, but this seems a little excessive. I was wondering whether you had any other cases where pds took such a long time to disappear. The owner is reluctant to put her through any surgery, so I cannot get samples to establish it definitely is pds. The first email was sent by emma coxhead, and regarded mitzi kendall, a 5 year old intact daxi bitch. Chris ferrier did reply to our email but has not got back to us since date sent to the FDA: 7/01/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected data: d3